Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that throughout the procedure, a regrasp alarm, indicating that the seal cycle did not reach the end point, was heard. The surgeon continued to use the device for a time but then opened another device to complete the procedure. Post-surgically, blood was found in the drainage tube. The pt was returned to surgery and it was found that the vessels the surgeon was on when the regrasp alarm were heard were bleeding. The vessels were resealed. No further info was made available by the site.